Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded and the valves remain implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Information references the main component of the system. Other relevant device(s) are: product ID - evolutr-26-us, serial/lot number - (B)(4), use by date - 21.07.2018. Product ID - evolutr-26-us, serial/lot number - (B)(4), use by date - 05.11.2018. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, as the delivery catheter system (dcs) was removed, the nosecone caught the inflow edge of the valve. The valve was pulled up into the coronary sinuses and temporarily covered the coronary arteries. An electrocardiogram (ECG) indicated st segment changes. The valve was quickly snared above the coronaries as cardiopulmonary resuscitation (CPR) was performed. The patient recovered and a second anscatheter bioprosthetic valve was implanted. However, the patient was unable to recover from the procedure and expired. It was reported the patient's ejection fraction was 20% prior to the procedure.